Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he knew the battery had died since he was not getting the same coverage as previously. The implant was interrogated and they attempted to check impedances but the implant was unable to be interrogated. A trickle charge with the antenna locate feature was done to get the patient out of over-discharge and to clear the power on reset. The last successful recharge was 2-3 months ago. Further information stated that the patient had poor coupling and the implant had not been charged for 4-6 months. They attempted to pull the implant out of over-discharge with several tickle charges with no result. The patient had an appointment to discuss this with their physician on (B)(6) 2019. The indication for use was non-malignant pain. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient has had difficulty coupling for several years and that his battery was difficult to charge and uncomfortable with led to the over-discharge. The rep reported that they attempted to trickle charge the ins several times with no positive result. The rep reported that currently the patient was speaking with their physician regarding the current ins and his interest in a new one. No further complications were reported.